Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the pulmonic position via transfemoral approach, the valve was implanted as intended however, there appeared to be severe pulmonic insufficiency (pi) regurgitation. A trace paravalvular leak (pvl) was confirmed but also showed moderate to severe central leak. Leaflets did not appear to be functioning as normal. Low diastolic pulmonic artery (pa) pressures of about 8mm. The pa diastolic pressures may have been too low to close the sapien valve leaflets. A non-ew valve was implanted within the sapien as intended and without complication. Angiography showed trace pi regurgitation.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Native pulmonic valve replacement using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete and no further action is required at this time. The complaints were unable to be confirmed as no imagery/ medical record was provided for evaluation. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the valve was implanted as intended; however, there appeared to be severe pi regurgitation. A trace pvl was confirmed but also showed moderate to severe central leak. The leaflets did not appear to be functioning as normal and patient had a low diastolic pa pressure of 8mmhg.'' Per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of restricted or non-functioning leaflet and central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over expansion of thv, and inadequate blood flow post valve deployment. All these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Review of case notes revealed that additional 3cc of volume was used to deploy the valve. Per IFU, ''to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon''. Overinflation may cause damage to the valve, preventing the leaflets from proper movement and lead to central regurgitation. In addition, the valve required proper backpressure to achieve full closure. In this case, patient had a low diastolic pa pressure post valve deployment, and this may have resulted in the central regurgitation as reported in this case. As such, available information suggests that patient (inadequate blood flow pressure) and/or procedural factors (thv over-expanded) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.